Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller would not connect with the backup battery. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller indicating that the backup battery was expired was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6). The log file downloaded from the returned controller contained approximately 2 hours of data (07:18:24 ¿ 09:51:13 on (B)(6) 2020 per the timestamp). The log file captured the system controller clock being changed to the year 2028 after the event captured on (B)(6) 2020 at 07:18:24. The log file then captured a backup battery fault alarm associated with the backup battery being passed the expiration date from the timestamp of (B)(6) 2028 at 09:48:30 until the end of the log file (captured at the timestamp of (B)(6) 2028 at 09:51:13) due to the system controller clock being greater than the expiration date of the backup battery. The driveline was not connected throughout the log file; this is consistent with the provided information indicating that the patient¿s original system controller (serial number: (B)(6) was going to be exchanged for (B)(6), but (B)(6) was not put into use due to the reported backup battery issue. The returned system controller was connected to a test system monitor and a test power module, and the system monitor indicated that the backup battery was expired, reproducing the reported event. The controller was returned with the clock still incorrectly set to the year 2028. The alarm was resolved by correctly setting the system controller clock to the year 2020 by synchronizing the controller clock with the system monitor clock. No further issues were observed after correctly setting the clock. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without issues or atypical alarms produced. The root cause of the reported event was determined to be the system controller clock being incorrectly set to the year 2028, resulting in the controller date being greater than the backup battery¿s expiration date. The device history records were reviewed and the records revealed that the system controller, serial (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use (IFU) explains all alarms, including the backup battery fault alarm, and the actions to take when an alarm occurs. The IFU also informs the user of how to properly set the system controller clock to the correct date and time by using the system monitor. No further information was provided. The manufacturer is closing the file on this event.